Manufacturer narrative:
A physical examination of the device found the tip to be detached and it was not returned. The basket wires were retracted into the coil assembly. During evaluation, the handle was activated and the basket wires were extended out the tip. Furthermore, examination of the wire found the tip had been previously attached and the wire ends did not present any issues and no wire deformation were noted. The condition of the returned unit was consistent with the complaint incident that the tip detached. From the evaluation of the returned device, the tip was detached and the basket wires were retracted into the coil assembly. It is possible that excessive force was applied to the tip as the device was functioned during preparation. The issue was noted during preparation and outside the patient. Therefore, the most probable root cause of "handling damage" is selected for the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, prior to the procedure during preparation outside the patient, the device was tested and the basket tip detached prematurely. The procedure was completed with another rx lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, prior to the procedure during preparation outside the patient, the device was tested and the basket tip detached prematurely. The procedure was completed with another rx lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.